Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used safsite injection site valves and one (1) used introcan saftey cannual were returned for evaluation. The samples were subjected to a visual examination with passing results. The 2 safsite injection site valves were tested for lure taper with passing results. The samples were then functionally tested with no leakage observed. In attempts to replicate the reported defect of leakage, the safsite injection valves were attached to the introcan saftey cannual and no leak was observed. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when the line was disconnected at the end of the case it was noted the blood was refluxing out of the valve. No injury reported.